Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.